Event description:
It was reported that encode can't be removed. It looks like having damage in the hole of the screw driver. We tried spiting it out but we can't, so we removed the implant. We tried using ice but it didn't work. Tooth #31.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) teha4505, tsv bellatek encode healing abutment 4.5mm (d) x 5.0mm (p) x 5mm (h) for evaluation. Visual evaluation and functional test were performed. Returned abutment and implant confirmed to be stuck together. Both show extensive damage possibly caused during removal. Malfunction identified. DHR review was completed for the subject lot number 1253674. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253674 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 22, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. Returned abutment and implant confirmed to be stuck together. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.